Event description:
Introducer would not thread well with the OEM catheter. A second introducer was given to surgeon. In the process of inserting the second introducer, the pt developed respiratory distress and the procedure stopped. Pt recovered and was discharged to home. Pt will need to have a porta catheter inserted at another time.